Event description:
The neurological dysfunction referenced on (B)(6) 2024 presented with left hemiplegia and aphasia.

Manufacturer narrative:
H6: due to system limitations, additional health effect- clinical codes: e012202 paralysis; e0131 speech disorder. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The infection on (B)(6) 2024 was identified as pseudomonas aeruginosa. On (B)(6) 2024 antibiotic therapy associated with the (B)(6) 2024 infection was discontinued, no repeat respiratory culture was done at the time. On (B)(6) 2024 a respiratory culture resulted positive for pseudomonas aeruginosa. The patient also had a urine culture that was positive for pseudomonas and was started on appropriate antibiotic therapy. On (B)(6) 2024 the patient experienced hypertension when standing with physical therapy at 1500. The documented blood pressure (bp) was 124/112, with a mean of 119. They were started on a low dose of captopril at 3.125mg. The patient experienced a second hypertensive episode on (B)(6) 2024 with bp of 122/112 and a mean on 117. On (B)(6) 2024 the patient was noted to have increased fever despite being on IV antibiotics for a separate/previous infection ae. The patients' respiratory cultures resulted with mixed gram-positive rods of corynebacterium striatum which coincided with a chest computed tomography (CT) scan that showed consolidation in the left lower lobe most compatible with pneumonia. The patient's previous antibiotic regimen was changed to ceftolozane/ tazobactam.

Manufacturer narrative:
B5: correction: the first hypertensive episode occurred on (B)(6) 2024, not (B)(6) 2024. H6: additional health effect codes: e0733- pneumonia. E190101-drug resistant bacterial infection. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Section d1: corrected. Section d4, model number, catalog number: corrected. Section h4: device manufacture date, corrected manufacturer's investigation conclusion: a direct correlation between the centrimag device and reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The centrimag pump was not available for evaluation. The relevant sections of the device history records for lot number l08165-la6 were reviewed and showed no deviations from manufacturing or quality assurance specifications the centrimag blood pump instructions for use (IFU) is currently available. The centrimag blood pump IFU lists potential adverse events, including bleeding, infection, cardiac arrhythmia, thromboembolism, neurologic dysfunction, hemolysis, respiratory failure, and hypertension, that may be associated with the use of the centrimag circulatory support system. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #13: the pump must be handled in an aseptic manner until primed and connected to a closed tubing circuit. IFU caution #1: standard anticoagulation protocols should be followed and anticoagulation should be routinely monitored during all procedures. The benefits of extracorporeal support must be weighed against the risk of systemic anticoagulation and must be assessed by the prescribing physician. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #9: monitor carefully for any signs of occlusion throughout the circuit. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2024 antibiotic therapy associated with the (B)(6) 2024 infection was discontinued due to a repeat respiratory panel from (B)(6) 2024 being negative. On (B)(6) 2024, the patient had increasing output from the tracheostomy site. Respiratory/tracheostomy cultures resulted positive for pseudomonas aeruginosa showing gram-negative rods of both pseudomonas and serratia. A venipuncture fungal culture drawn on (B)(6) 2024 was positive for beta-d-glucagon as well, so the patient was started on fluconazole 400 milligrams (mg) IV every 24 hours. Multiple following beta-d-glucagon labs resulted positive until patient's final visit date. On (B)(6) 2024, the patients ldh lab value had decreased to 465 u/l. Vancomycin and fluconazole were later added following the start of ceftolozane/ tazobactam on (B)(6) 2024. Multiple respiratory cultures resulted negative following the start of antibiotic therapies. The patient discontinued all applicable antibiotic therapies on (B)(6) 2024 due to negative respiratory cultures. It was noted that the patient underwent multiple antibiotic changes due to infection developing resistances and the patient experiencing continued progression of infection.

Manufacturer narrative:
B5: additional information. D4: lot number, expiration date, primary UDI, updated. H4: device manufacture date, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
B5: additional information. H6: additional health effect impact codes: e172001-abscess. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
On 26sep2024 CT imaging showed a large right iliopsoas abscess. The origin of the abscess was unclear at the time of imaging. The patient underwent interventional radiology drainage/aspiration on (B)(6) 2024.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
Respiratory cultures on (B)(6) 2024 were positive for pseudomonas aeruginosa. The patient was then noted to be febrile again on (B)(6) 2024 with a temperature of 38.9 degrees celsius, with increasing sputum from the tracheostomy site. Tracheostomy and respiratory cultures were sent and found positive for gram negative rods (both pseudomonas and serratia) the patient was started on cefepime IV 2000mg every 8 hours. On (B)(6) 2024 the patient experienced hypertension when standing with physical therapy at 1500. The documented blood pressure was 124/112, with a mean of 119. They were started on a low dose of captopril at 3.125mg.

Event description:
It was reported that the patient had a positive respiratory culture for infection on (B)(6) 2024. The patient was started on intravenous (IV) antibiotic therapy. The patient was reported to have an episode of atrial fibrillation with rapid ventricular response (rvr) on (B)(6) 2024. The patient was given IV amiodarone bolus for the arrythmia, and it was resolved without sequalae. The patient received 5 units of red blood cells (rbc) due to bleeding on (B)(6) 2024 following chest closure procedure. The patient's chest tube output was approximately 1.5l. The patient also exhibited neurological dysfunction on (B)(6) 2024. They were noted to have left side upper and lower extremity weakness. A computed tomography (CT) scan was done per stroke protocol. It showed distal right m1 occlusion, as well as a right a1 occlusion and bilateral a2 occlusion. A subsequent head CT showed midline shift with continued evolution of the infarct. The patient had continued chest tube output, requiring 1 rbc unit on (B)(6) 2024. On (B)(6) 2024 it was noted that the patient had hemolysis, with a lactose dehydrogenase (ldh) lab value of 711 units per liter (u/l). On (B)(6) 2024 the patient was noted to have a change in mental status. A head CT showed a new subarachnoid hemorrhage in the parafalcine right parietal sulci. The patient was reintubated due to declining neurological status and increasing respiratory insufficiency/failure. From (B)(6) 2024 to (B)(6) 2024, the patient received 2 rbc units in response to continued chest tube output and decreasing hemoglobin (hgb) below 8 grams/deciliter (g/dl). It was noted that their total volume output was no greater than 2l over a 24-hour period. On (B)(6) 2024, the patient's beta-d glucagon lab from venipuncture resulted positive. The patient was on antibiotic therapy at the time of the result. The next day ((B)(6) 2024) the patient was reintubated due to bloody secretion and obstruction of the patient's left lung, with subsequent hypoxemic respiratory failure. The patient had a bronchoscopy performed for removal of blood clots and blood from the lingula and the lower left lobe (lll) bronchi. The patient was then noted to have epistaxis from nare trauma following feeding tube placement. Oxymetazoline spray was placed in the right nare. The patient continued to experience right nare epistaxis, with afrin-soaked rhino rocket being placed on (B)(6) 2024. On (B)(6) 2024 the patient also experienced an episode of hypotension, with a mean arterial pressure value less than 65 millimeters of mercury (mmhg). Vasopressin was started to improve blood pressure. It was noted that the patient was being treated for positive respiratory and positive blood cultures (fungal) during the event. Following the epistaxis event the patient was subsequently given 2 rbc units on (B)(6) 2024 and (B)(6) 2024. On (B)(6) 2024 the patient experienced increased blood pressure with a systolic value of 109 mmhg and diastolic value of 93 mmhg. At this time the patient was started on a vasodilator as needed (prn) to assist with blood pressure. The patient continued to be intubated with transition to tracheostomy on (B)(6) 2024. On (B)(6) 2024 the patient received 1 rbc unit due to continuous oozing from new tracheostomy site. Their hgb lab after receiving the rbc unit was 7.3 g/dl. As of (B)(6) 2024 the patient had ongoing fever with a maximum temperature of 39.9 degrees celsius (c). A respiratory culture resulted positive for gram negative rods so meropenem was started at 500 milligrams IV every 6 hours. The patient also had a urine culture that was positive for pseudomonas. A venipuncture fungal culture drawn on (B)(6) 2024 was positive as well, so the patient was started on fluconazole 400 milligrams (mg) IV every 24 hours.

Manufacturer narrative:
A1-a6: additional patient information was not provided. B5: study name: crd_994 - centrimag ftw pas. D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. H6: additional health effect codes: e2204, lactate dehydrogenase increased, e0736, pulmonary edema, e050303, pulmonary embolism, e0718, epistaxis, e1902, fungal infection, e1901, bacterial infection, e2303, low blood pressure/hypotension. E2320, high blood pressure/ hypertension. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.